Event description:
As reported via legal documentation, a patient had left knee replacement surgery on (B)(6) 2014. They subsequently underwent left knee revision surgery on (B)(6) 2023, approximately 8 years 7 months post primary procedure. Revision op report states that there was inflamed and thickened synovium consistent with reaction to polyethylene particulate debris. The patellar component was mildly worn with no catastrophic damage and was found well fixed and was left intact. There was surrounding heterotopic bone. Significant synovitis was present. The femur was found to be grossly loose and was debonded from the cement mantle. The tibia was well fixed but necessitated revision due to revision system. The patient was transferred to the recovery room in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
As a result of additional information received, fields a2 and b5 have been updated. Added information to d8. H6: investigation results - the revision reported was likely the result of prosthesis wear and an insufficient bond between the femoral component and the bone which led to aseptic (non-infected) femoral loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and femoral loosening could not be determined as the devices were not returned for evaluation, and radiographs were not provided.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, on (B)(6) 2014, patient underwent left knee replacement surgery where he was implanted with an optetrak logic ps polyethylene tibial insert. On (B)(6) 2023, patient underwent left knee revision surgery to remove the failed polyethylene liner due to accelerated and preventable wear of the polyethylene insert. No other patient/medical information provided.